Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the cr femoral impactor pad broke into pieces during impaction. No pieces fell into the patient. No consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1, b4, g3, h2, h3, h6. The reported event was confirmed following analysis of the provided image. Visual examination of the provided image showed the area of fracture on the device in question along with the separate piece that had broken off. Neither item number or lot number could be confirmed from the image. Review of the device history records could not be performed as lot number was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.